Manufacturer narrative:
This report will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the right ventricle (rv) lead dislodged and caused loss of capture. A new lead was implanted. No adverse effects were reported.

Manufacturer narrative:
The complaint device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead dislodged and caused loss of capture. A revision procedure was performed, and a new lead was implanted. No additional adverse patient effects were reported.